Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 450cc mentor memorygel breast implant, catalog #3507450bc, serial #(B)(4), lot #268025 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 450cc mentor memorygel breast implant. Breast pain radiating from the shoulder blade and rupture diagnosed by ultrasound was reported post procedure. As a result, the device was replaced with a mentor gel implant, however, the replacement date was not provided.

Manufacturer narrative:
The device history record (DHR) of lot number 268025 reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 30, 2021. The explant date was provided. The device was explanted on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).